Manufacturer narrative:
Report date. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. They reported getting poor communication with the use of the antenna. They tried to connect with the ins using the programmer by itself on the call and reported still getting poor communication. They were trying to connect with the ins to turn therapy off for an upcoming e lectrocardiogram (EKG) appointment. They were not sure if the ins had reached end-of-service (eos), as they recently had their gallbladder removed so they did not know if the symptoms of having to go to the bathroom were because they had their gallbladder removed. They had had more bowel movements, so when they had a bowel movement, they also relieved their urine. They were not sure if these symptoms were related to the ins reaching eos, or related to them having their gallbladder removed. They confirmed therapy was previously helping their symptoms 50% prior to these symptoms starting. The event date was "maybe a few months ago," and they thought they had a urinary tract infection (uti) at that time maybe a few months ago when these symptoms started (not alleged related to device/therapy). Now that they thought about it, it could be that the ins reached eos at the time these symptoms started. The poor communication message meaning was reviewed, as well as eos considerations. The role of the help line was also reviewed and the patient was redirected to their healthcare provider to check the status of the ins. When they looked at their identification card at the implant date, the patient thought, "oh my god it's already time." The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.